Manufacturer narrative:
(B)(4). Insulin pump received with a high sleep current measurement test, problem isolated to the electrical board. No damage on the serial number label noted. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that batteries of insulin pump were lasts less than a week. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that label was gone. The insulin pump will be returned for analysis.